Event description:
The customer alleges the procare monitor b20 did not visually or audibly alarm and the pt expired. Device logs and strips were requested from the customer.

Manufacturer narrative:
At this time, logs for the time in question have not been received nor the results from the device being tested. A f/u report will be submitted when the investigation is complete.